Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, during the docking process, the cannula was not recognized by the port clutch. The customer tried several times, including re-attaching the drape, but it was not recognized. The procedure was completed with no reported injury.